Event description:
On (B)(6) 2014 at the (B)(6) in the (B)(6) it was reported that after bypass surgery was started there was a large volume coming to the reservoir vhk 71000 from lot number 70098489 from the three suckers. There was a lot of frothing visible. Acts were maintained at a normal bypass level throughout the case. This patient was cooled and rewarmed. Oxygenator was performing throughout. Bypass ended after 239 minutes. As a precaution the reservoir was changed out in case there is a need for further bypass. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was visually inspected in the laboratory and there were no defects found and the cause of formation of foam in the reservoir could not be determined. (B)(4).